Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 2.7 mmol/l and "hi" (>33.3 mmol/l) within 5 minutes on the aviva nano system. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). During the original complaint, the customer did not provide the lot number of the test strips, but returned two different lots: strip vial lot 494151, strip vial lot 493973. Control testing produced acceptable results with lot 493973, exp 03/2016. Lot 494151, exp 07/2016, failed control testing.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.